Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices that includes local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm or arterio-venous fistula, possibility requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, the instructions for use lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma.

Event description:
The female patient underwent a transcatheter aortic valve replacement procedure (tavr) on (B)(6) 2020. The patient's vessel size was noted to be 6.5+ mm in diameter. Femoral access was obtained in the right femoral artery using a micro-puncture kit. Manta vascular closure device (manta) deployment depth was measured at 4.5 cm + 1.0 cm. Manta was inserted into the manta sheath and then withdrawn back to the pre-measured deployment depth. It was reported that a fair amount of blood was coming out of the device; more than typical. The operator proceeded to deploy the manta per procedure with good results and no complications. Immediate hemostasis was achieved with manta. A post-deployment angiogram of the close site revealed an occlusion in the femoral artery of unknown origin. The operator passed a wire from the contralateral side and across to the occlusion. A 5.0 mm x 40.0 mm balloon was inflated at the occlusion site and opened the vessel. An 8.0 mm x 60.0 mm. Self-expanding stent was deployed at the site. The physicians were not satisfied with the expansion of the stent because a dimple was noted. A 7.0 mm x 40.0 mm balloon was inflated at the stent. The artery was satisfactorily opened, and the procedure was completed. The patient's condition was reported as "good" on post-operative day 1.

Manufacturer narrative:
From the complaint report, it was noted a copious amount of blood was seen around the manta device following the insertion and pulling back to the pre-measured deployment depth. This may be indicative of a puncture hole tear or the puncture hole enlarged > 25f. A post-closure angiogram revealed an occlusion. Balloon inflation resulted in better flow and a stent was placed. A dimple was observed in the stent and was resolved with a larger balloon inflation. The dimple was located at the manta marker position. The root cause of the occlusion is suspected to be from the manta collagen either being completely or partially within the vessel which would cause the dimpling in the stent. The DHR documentation review confirmed there was no non-conformities. However, the following potential adverse events related to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; vessel laceration or trauma, and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Additionally, the IFU lists that the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudo aneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, documentation or labeling.